Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a single incision laparoscopic cholecystectomy, in the beginning of the procedure, the jaw of the device would not open. The device got locked onto the tissue. The surgeon had to use energy devices to resect the tissue from the grasper. Another device was used to complete the case.